Event description:
On (B)(6) 2012, the reporter contacted lifescan USA, alleging cracked display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. Replacement products were sent to the patient.

Manufacturer narrative:
The lay user/patient's product(s) has been returned on (B)(4) 2012 and evaluated by lifescan product analysis with the following findings on (B)(4) 2012: the meter involved with this complaint failed testing. The meter was found to have a damaged display. Cracked and black marks found on the lcd. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.